Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor leaked before patient use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing solution in the reservoir. Visual examination of the unit confirmed a leak inside the housing. Visual inspection of the sample showed no detectable location of leakage. However, during the functional leak test, leakage was observed at the welded area of the volume indicator. The root cause of the leak was determined to be incorrect welding process. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.